Manufacturer narrative:
As gore was unable to determine which gore® molding & occlusion balloon may be associated with this event, device item/lot number mob37/24415356 will be captured on a separate medwatch report. It should be noted the gore® molding & occlusion balloon instructions for use (IFU) state ¿do not inflate the balloon in areas of significant calcified plaque. Balloon rupture and / or vessel damage may occur.¿ additionally, per IFU, adverse events that may occur and/or require intervention include, but are not limited to, trauma to the vessel wall, including spasm, dissection, perforation or rupture.¿

Event description:
On april 19, 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. After a contralateral leg component was deployed at the right common iliac artery, touch-up ballooning was performed using a gore® molding & occlusion balloon. While ballooning, the patient's blood pressure reportedly decreased, and a perforation of the vessel at the distal edge of the device was observed. According to the report, the patient¿s vasculature was markedly calcified and thrombosed. Two additional stent grafts were placed to extend down into right external iliac artery, and the right internal iliac artery was covered by the device. It was reported the patient received 4 units of blood via transfusion during the procedure. The patient tolerated the procedure.